Event description:
It was reported that following a coronary angiogram, an angio-seal was selected for use. Following the procedure, the pt complained of pain in the right groin but was discharged that day. Eight days later, the pt was admitted to the hospital for percutaneous transluminal coronary angioplasty (ptca) via the left groin. The pt still had pain and an angiogram was performed and revealed a total occlusion in the right common femoral artery. The physician was able to pass a wire thru the occlusion and multiple attempts were made to angioplasty the artery but was unsuccessful. The pt was sent to surgery for exploration and repair of the right common femoral artery and has recovered.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.